Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6). Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. Possible lead models could include: 6930; 6931; 6948; 6949; as well as competitor leads. These lead models are part of a field action; with one of the correction numbers being: z-0067-2008-6931. No models were available for the implantable cardioverter defibrillator (ICD); either this manufacturer¿s or the competitor's. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: time dependence of risks and benefits in pediatric primary prevention implantable cardioverter-defibrillator therapy. Circ. Arrhythmia electrophysiol. 2014;7(6):1057-1063. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable tachycardia leads and implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths, as well as complications/allegations listed as inappropriate therapies, system revisions, lead ¿failures,¿ infections, bleeding, pneumothorax, generator malfunction¿/replacement, and unacceptable thresholds. Further follow up did not yet yield any additional information. The cause of death and device manufacturer/relatedness has been requested, but not yet received.

Event description:
Additional information was received through follow up with the co-author who indicated that "all deaths were viewed as hemodynamic failure and hence not related to any specific product selection." The author also indicated that the leads referenced were "generally reported" and were sent back to the manufacturer through the company representatives.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained from the author. All info rmation provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 15 years old. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. Possible lead models could include: 6930; 6931; 6948; 6949; as well as competitor leads. These lead models are part of a field action; with one of the correction numbers being: z-0067-2008-6931. No models were available for the implantable cardioverter defibrillator (ICD); either this manufacturer¿s or the competitor's. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: time dependence of risks and benefits in pediatric primary prevention implantable cardioverter-defibrillator therapy. Circ. Arrhythmia electrophysiol. 2014;7(6):1057-1063. <(><<)>end>. (B)(4).